Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The viatrac 6 x 15 referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the left renal artery that was heavily calcified. The 5x15x135 rx viatrac plus was advanced for predilatation, without resistance felt, and on the 2nd inflation at 8 atmospheres the balloon ruptured. The balloon catheter was retracted without issue from the anatomy. The 6x15x135 rx viatrac plus was advanced, again without resistance, to complete predilatation and on the 2nd inflation at 8 atmospheres the balloon ruptured. The procedure continued on without further dilatation and a stent was deployed successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.